Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not identified. Based on the information received, operational context most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information from the implant patient registry that a 27mm bioprosthetic mitral valve was explanted on pod 2 due to left ventricular outflow tract (lvot) obstruction. The 27mm valve was replaced with a 25mm bioprosthetic valve. The patient expired during surgery. Through intra-operative report, on postop day one an echo was done and revealed lvot obstruction. It was a combination of factors. The patient has a small lvot about 1.6 cm which was much smaller than expected. Patient had a knuckle on her septum consistent with hocm, and the bioprosthetic valve was oversized a little bit. The 27mm valve pushed into the lvot. Patient¿s velocities were pretty high across the lvot; so it was felt to downsize the bioprosthetic valve and potentially do a septal myectomy to relieve the lvot obstruction. During surgery, the previous suture lines were opened up and suture remnants were removed. The mitral valve was immediately exposed and the valve looked fine with no particular problems. The sutures to the valve were cut and the valve was removed intact with no particular problems. A clamp was placed through the mitral annulus into the lvot and up into the aorta and it cleared pretty easily at this point. It seemed to be wide open. As the clamp was spread, everything looked good. Then a 25mm valve was seated into good position. The valve tested well. It looked like it was functioning fine with no interference from the subvalvular apparatus and proceeded to close. Patient tolerated the procedure well, but at the end developed post cardiotomy syndrome and could not be weaned off pump, mostly due to right ventricular failure. Patient¿s inability to separate from bypass precluded her successful recovery and the pump was discontinued. Therefore, the discharge was death.